Event description:
A pterygium extraction (ophthalmic) procedure was performed under local anesthesia. Patient had an oxygen tube placed under the mouth (on chin) and was covered with a sterile towel with a hole in the center. During the procedure, the patient became burned on the face, eyelids, hairline, eyelashes, and cornea. The patient did not show up for a follow up examination.